Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she had the pump for about a week or two and when put the battery in it, it was blank. Customer was using a duracell battery and stated that the only moisture would be from her body because she had changed the battery 3 times. Customer stated that she sleeps with magnets on her bed. Customer stated that she changes the battery every 5 days. Customer's blood glucose was 143 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no blank display, lcd board tested ok and the operating currents are within specification. The insulin pump has minor scratched lcd window and cracked case the near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.